Event description:
According to the reporter, during a laparoscopic gastric surgery, the staples burst out, causing the cutting to fail and the rupture of the patient's gastric wall in the surgical area. It occurred on two reloads. To resolve the issue, manual suturing and seromuscular layer embedding reinforcement were done.

Manufacturer narrative:
D10 concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler (lot#p2f0440s); 030459, 030459 endo gia r/or 60 4.8mm (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.